Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain / pelvic area') in a 41-year-old female patient who had essure (ess205) (batch no. 12248137) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included arthritis, grand multiparity, knee arthritis, joint pain, endometriosis and pregnancy nos. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"), 8 years 9 months after insertion of essure (ess205). In (B)(6) 2004, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / menorrhagia (heavy menstrual bleeding)"), depression ("psychological or psychiatric problems condition: depression/psych injury"), anxiety ("psychological or psychiatric problems condition: mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), vaginal infection ("vaginal infection") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, anaemia, dysmenorrhoea, abdominal pain, back pain and vaginal infection had resolved and the depression, anxiety and dyspareunia outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: discrepant information about essure confirmation test mentioned as plaintiff does not undergo essure confirmation test as well hysterosalpingogram performed. Patient received treatment for pelvic/abdominal, chronic, dysmenorrhea (cramping), back, menorrhagia (heavy menstrual bleeding), anemia, vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2013: uterus, cervix, hysterectomy. Benign cervix with microglandular hyperplasia, acute and chronic inflammation. Benign secretory phase endometrium. Myometrium, leiomyomata, 1.6cm in greatest dimensions. Uterine serosa, fibrous adhesions. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: menorrhagia, dysmenorrhea, dyspareunia, anemia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-nov-2019: pfs received- new event dyspareunia (painful sexual intercourse) were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain / pelvic area') in a 41-year-old female patient who had essure (ess205) (batch no. 12248137) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included arthritis, grand multiparity, knee arthritis, joint pain, endometriosis and pregnancy. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"), 8 years 9 months after insertion of essure (ess205). In (B)(6) 2004, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding (menorrhagia) / menorrhagia heavy menstrual bleeding"), depression ("psychological or psychiatric problems condition: depression/psych injury"), anxiety ("psychological or psychiatric problems condition: mental anguish") and dysmenorrhoea ("dysmenorrhea cramping"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), vaginal infection ("vaginal infection"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vulvovaginal candidiasis ("candida vaginosis") and post procedural complication ("post procedural complication"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, anaemia, dysmenorrhoea, abdominal pain, back pain, vaginal infection and vulvovaginal candidiasis had resolved and the depression, anxiety, dyspareunia and post procedural complication outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, post procedural complication, vaginal haemorrhage, vaginal infection and vulvovaginal candidiasis to be related to essure (ess205). The reporter commented: discrepant information about essure confirmation test mentioned as plaintiff does not undergo essure confirmation test as well hysterosalpingogram performed. Patient received treatment for pelvic/abdominal, chronic, dysmenorrhea (cramping), back, menorrhagia (heavy menstrual bleeding), anemia, vaginal infection. She received treatment for events pain and bleeding, bladder/ urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2013: uterus, cervix, hysterectomy. Benign cervix with microglandular hyperplasia, acute and chronic inflammation. Benign secretory phase endometrium. Myometrium, leiomyomata, 1.6cm in greatest dimensions. Uterine serosa, fibrous adhesions. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: menorrhagia, dysmenorrhea, dyspareunia, anemia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet report received. Added event post procedural complication and candida vaginosis. Outcome of events candida vaginosis was updated as recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain / pelvic area') in a 41-year-old female patient who had essure (ess205) (batch no. 12248137) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included arthritis. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"), 8 years 9 months after insertion of essure (ess205). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, depression, anxiety, anaemia and dysmenorrhoea outcome was unknown. The reporter considered anaemia, anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepant information about essure confirmation test mentioned as plaintiff does not undergo essure confirmation test as well hysterosalpingogram performed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain / pelvic area') in a 41-year-old female patient who had essure (ess205) (batch no. 12248137) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included arthritis. On (B)(6) 2004, the patient had essure (ess205) inserted. In september 2004, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"), 8 years 9 months after insertion of essure (ess205). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, depression, anxiety, anaemia and dysmenorrhoea outcome was unknown. The reporter considered anaemia, anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepant information about essure confirmation test mentioned as plaintiff does not undergo essure confirmation test as well hysterosalpingogram performed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 9-aug-2019: plaintiff fact sheet received. Lot number added. Device category changed from device other event to incident. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish, blood or heart disorder/condition type: anemia, dysmenorrhea (cramping). Event pelvic pain make incident. Outcome of event pelvic pain were updated. Treatment drug, medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain / pelvic area') in a 41-year-old female patient who had essure (ess205) (batch no. 12248137) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included arthritis. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / menorrhagia (heavy menstrual bleeding)"), depression ("psychological or psychiatric problems condition: depression/psych injury"), anxiety ("psychological or psychiatric problems condition: mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"), 8 years 9 months after insertion of essure (ess205). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain") and vaginal infection ("vaginal infection"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, anaemia, dysmenorrhoea, abdominal pain, back pain and vaginal infection had resolved and the depression and anxiety outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, back pain, depression, dysmenorrhoea, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: discrepant information about essure confirmation test mentioned as plaintiff does not undergo essure confirmation test as well hysterosalpingogram performed. Patient received treatment for pelvic/abdominal, chronic, dysmenorrhea (cramping), back, menorrhagia (heavy menstrual bleeding), anemia, vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet received. Events added from pfs- abdominal pain, back pain, psych injury, vaginal infection. Outcome of event dysmenorrhoea, anaemia, menorrhagia, vaginal haemorrhage, pelvic pain were updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.